Manufacturer narrative:
Product event summary: analysis found that the programmer powered up as expected, but an error was noted in the error log. As a result the link electronic module (lem) circuit board was reseated and software was reloaded. It was also noted that the system fan was noisy.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a "serious programmer problem" error occurred when the programmer was turned on. This persisted for two more reboots, so the programmer was taken out of service and returned for repair. No patient complications were reported as a result of this event.